Manufacturer narrative:
Follow-up # 1 date of submission 9/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/31/2016 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination found under the button contacts. The investigation was unable to duplicate the initial complaint of an under responsive keypad. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. There was also moisture observed in the battery compartment and through the display lens. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was moisture observed throughout pump casing including on the keypad flex connector. The vibratory alarm was operating intermittently due to moisture ingress in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.